Manufacturer narrative:
Updated fields: b4, d4 (model#), g4, g7, h2, h6 (type of investigation, component codes, health effect - impact codes), h10, h11 corrected fields: d4 (catalog#, unique identifier (UDI)#), h4, h6 (health effect - clinical code). Historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/114) the overall 12 month product complaint trend data for the period (enter timeframe) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and noted that the sensor was a bit out of adjustment. The fse adjusted the potentiometer of the barometric pressure sensor and the issue was fixed. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an error1-stop. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.